Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal lead characteristics.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high threshold and undersensing. The lead was not implanted a new lead was used.